Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
During t2 humeral nail surgery,the surgeon inserted two locking screws in the distal screw hole of the nail and assembled the nail holding screw with the extraction rod. The extraction rod was struck by the hammer, for the gap of fracture part adjusted. The surgeon tried to drill the proximal screw hole of the nail and the drill bit contacted the nail. Therefore, the surgeon removed the nail from the pt. Two fragments were seen when the surgeon checked the x-ray image. When he checked the nail, the most proximal end of nail was broken. The surgeon was not able to remove two fragments and he changed the broken nail to another size nail. The surgery was completed.